Event description:
During scheduled IV line checks, the rn note leaking from the 0.2 micron filter on the primary IV set used for tpn infusions. Rn ordered new tpn and admin set and exchanged. Set sequestered and sent to biomedical for reporting. This is a re-occurring medwatch report of the same kind of failure. Biomedical has received 10 reported IV set from (B)(6) 2019 through (B)(6) 2019 with the same issue of leaking in the 0.2 micron filter. Manufacturer response for primary IV set, filtered, primary plum (per site reporter). This is an on-going issue with this IV set and our nicu population. Medical center currently working with manufacturer for resolution. Manufacturer has not provided our medical center with any solutions to date.